Event description:
Meter name: sure step pro bedside unit. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A nurse reported the pt is being treated at the hospital. Their meter allegedly was inaccurately high. The result on their meter was 495 mg/dl. The result on the lab was 245 mg/dl. The time difference between hospital's meter was lab was 2 to 3 minutes. Treatment was insulin. No further info has been reported.